Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated customer was experiencing low blood glucose. The customer¿s blood glucose level was 35 mg/dl at the time of incident. No further patient complications were reported. Troubleshooting was declined by the customer. The insulin pump will not be returned for analysis.